Event description:
Possible overdelivery reported. The pump was set to infuse morphine 100mg/50ml, 0.6 mg continuous infusion, 0.6mg pca bolus dose with a 10 minute patient lockout. When discontinuing the IV container, a nurse noted that it held approximately 5ml while the expected amount remaining was 45ml. The patient did not have any symptoms of oversedation. No adverse effects were reported. No additional information was available.